Event description:
On 11/2/2023, it was reported by a sales representative via email that (2) ar-2324bcsp sp swivelock anchors broke during insertion. After the first anchor broke, the surgeon used a punch to prepare the bone and then inserted the anchor, but it also broke. The case was completed using a standard swivelock. This was discovered during an rcr procedure on 11/2/2023. Additional information was received on 11/2/2023: the case was completed by removing all the broken fragments and using an ar-2324bcc biocomposite swivelock c. There was a five-minute delay, but no additional anesthesia was administered. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.